Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this ra lead was explanted due to high pacing thresholds and noise.

Manufacturer narrative:
(B()(4) 2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, abrasion marks were observed in the distal part of the lead body. However, the insulation was found intact at these positions. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.